Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the coil did not detach. Upon removal, the coil detached inside the catheter with part of the coil inside the aneurysm. The physician was able to push the coil into the aneurysm with a guidewire. No patient injury reported.